Event description:
In 2009, a doctor reported that a pitt easy implant abutment hex had fractured.

Manufacturer narrative:
An evaluation of the fractured abutment has not yet been conducted because the doctor has not returned the product, nor have any x-rays been forwarded. Upon receipt of the affected product and the x-rays, an evaluation will be conducted. At this time, the fractured abutment is believed to have been caused by loosening of the central screw due to overloading by superstructure. The doctor has not provided any other information regarding this incident.